Event description:
Employee was exposed to blood from a known (B)(6) pt when the syringe was reported to have cracked during a cardiac catheterization procedure. Exposure was to the eye.

Manufacturer narrative:
Syringe was supplied to cardinal health as a bulk, non-sterile device.